Event description:
Received a complaint filed alleging that the product was used on a female pt, the plaintiff, in a surgery in 2007. It is alleged the physician stented the pt's right renal artery following angioplasty. The following day, on the next day, the pt was seen by a physician for potential brain injury. At that time, a CT scan of the brain allegedly revealed a right-sided stroke alleged to have occurred following implantation of the biliary stent into the right renal artery.

Manufacturer narrative:
Event is still under investigation at this time.